Event description:
According to the initial reporter: the physician pulled down on the filter to reposition, 2nd legs folded up. Had to use a clover snare to retrieve the filter. The procedure was completed by using another of the same device (g34505).